Event description:
It was reported that during a da vinci-assisted surgical procedure, the cautery was not working on the integrated electrosurgical unit erbe. The technical service engineer (tse) confirmed related errors on the system logs. The customer rebooted the erbe but it faulted with an activation error c-00 again. The customer chose to swap out the vision side cart to continue the case. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported cautery issue was confirmed with the logs. C-71, 1-71, c-06, m-18, m-11, m-b1 and m-1c errors were all identified in the logs. Upon visual inspection, front bezel of unit found to be experiencing notable yellowing/discoloration. Slight but present scuffing on underside of front bezel. Slight peeling on part number label. The iesu was tested on the system and presented c-70/c-00 error on startup. Given c-70/x-71 errors, tp relays service routine run. Relay operation audible weak. After exercising relays, no errors present on startup. The iesu was tested again on the system after relay exercise, all operations successful. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to a defective generator.